Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was first returned to the national repair center (nrc) on 25-nov-2020, and then sent to the supplier as mentioned in follow up emdr#1. The supplier returned the power management board to the nrc. The supplier verified the failure of the batteries not charging and replaced defective components q27 and q50 which were shorted. The supplier also installed (B)(4). The board passed their testing. Inspection of the board was completed by the nrc per procedure and to the ipc-a-610 standard, with no visual damage observed, and upon inspection of the board per procedure the installation of (B)(4) was verified. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board passed testing, and was packaged and labeled and sent to stock per procedure.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board with visual damage observed to component q27 which was shorted. The technician could not test the power management board due to the shorting of q27. Past experience has shown, that the shorting of q27 prevents the batteries from being charged. The power management board was sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure, the installation of cn100895, cn106810 and cn167210 is required. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6(type of investigation), h10, h11. Corrected fields: g1, h4. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period oct 2019 through sep 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm could not duplicate the maintenance message. The power management board was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.